Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have had lung bacteria. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have had lung bacteria. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. A hairlike substance was observed inside the bottom enclosure. An unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.